Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient had abdominal left pain when pressed as well as defective pacing and sensing. Ultrasound was performed and confirmed pericardium was pierced by the right ventricular (rv) lead. A lead revision procedure was scheduled. During the revision procedure, the rv lead was gyrated back successfully but was unable to be gyrated again. As a result, the rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.